Event description:
A customer reported that in preparation for a left sided stereotactic guided asperation procedure, the patient was moved from a pre-op stretcher to an imris operating room table. The patient was given sleep-induction medication but was not intubated. The patient was moved towards anesthesia on the headrest part of the imris table when the headrest fell to the or suite floor. Followup communications indicate the a draw sheet was being used to reposition the patient when the headrest separated from the back section of the table and confirmed there was no serious harm or injury experienced by the patient. The patient was moved to a different or for the procedure and there was a delay of approximately 60 minutes between the event and the start time of the procedure. Staff thought the patient's head may have hit on part of the table and during the case delay the patient had a CT of the head performed at the attending surgeon's request, which was reported as negative. The patient was conscious and answered "no" when asked if in pain due to the positioning event. The procedure was performed succesfully and no additional modifications to the planned procedure were reported to be needed. A patient identifier number was not provided.

Manufacturer narrative:
An imris serivce engineer investigated the reported event at the customer site. The headrest that reportedly fell to the floor attaches to the table through parallel mounting bars, which insert into the head end of the table and must be locked into place with two hand-tightened mounting knobs. No functional issues were identified by imris service engineer when attaching and securing the headrest to the table, and the customer cannot confirm if the mounting knobs were locked prior to the event. The probable cause is unintended use error in failing to secure the headrest to the table prior to use. If further reportable information is received a followup report will be submitted.